Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set cannula was compromised with yellow fluid blocking tip of cannula leading to hyperglycemia. The blood glucose level was 457 mg/dl at the time of event and the patient got treated with correction bolus via multiple daily injection (mdi). No further information available.